Event description:
It was reported that this brady lead was explanted due to product performance anomaly and a new brady lead of the same model was placed. No additional adverse patient effects were reported.